Event description:
Noise observed on atrial egm on af episodes and on can to rv coil in clinic (upon isometric exercise) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).